Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the pacemaker exhibited battery longevity overestimation. No intervention was performed. There were no patient consequences and patient would continue to be monitored.